Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that insyte 24ga x 0.75in catheter broke. This occurred on 8 occasions. The following information was provided by the initial reporter: it was required a new venous access to continue with antibiotic treatment, it was tried to access in multiple occasions, due to poor quality of the device, because the needle is dull, the catheter soon breaks leading to an extravasion, for this procedure it was used 8 catheters leading to multiple punctures to newborn and increase of expenses for patient. There is no sample available for this event, but customer complaints about several previous reports for same device. Patient is stable, but with pain.

Manufacturer narrative:
H6: investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that insyte 24ga x 0.75in catheter broke. This occurred on 8 occasions. The following information was provided by the initial reporter: it was required a new venous access to continue with antibiotic treatment, it was tried to access in multiple occasions, due to poor quality of the device, because the needle is dull, the catheter soon breaks leading to an extravasion, for this procedure it was used 8 catheters leading to multiple punctures to newborn and increase of expenses for patient. There is no sample available for this event, but customer complaints about several previous reports for same device. Patient is stable, but with pain.